Manufacturer narrative:
Correction: follow up MDR sequence 1 was filed with the incorrect aware date which should have been (B)(6) 2018.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that during a case, the imaging system was brought into the operating room and the site attempted to connect it to the mobile viewing station. The imaging system stayed in stand-alone mode and would not come out. They rebooted the system and it worked normally. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.